Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the following technical error code have been confirmed: power error (+12 v too low).the issue was solved by replacing the control cable. The device was delivered to the user in working condition. The power errors shall be triggered when -12 v supply is more than -10.8 v or when +12 v supply is lower than +10.8 v for more than three seconds. Control cable connects the patient unit and the user interface. Device's logs were not provided for further analysis. The cause to the reported issue has been determined as related to control cable.